Event description:
Literature was reviewed regarding an extravascular (ev) lead. The authors described a patient who underwent the implant of an ev lead. The lead had moved from its original implant position. Cine imaging showed that the lead tracked with cardiac motion. Cardiac magnetic resonance imaging (MRI) results were consistent with likely intrapericardial position of the coil. The patient's severe chamber enlargement may have reduced the distance between the right ventricle and the sternum, and previous surgical pericardial manipulation may have increased the probability of lead entry. The patient did not have any symptoms, and the function of the device system was normal. No intervention was required, and the lead remains in use. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: intrapericardial position of an extravascular implantable cardioverter defibrillator lead. Heart rhythm. 2025; 2 2:261¿262. Doi: 10.1016/j.hrthm.2024.07.011, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b2; h1; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.